Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level exceeded 500 mg/dl, but the specific value was unknown and displayed as "high." To address the high blood glucose level, the customer administered a correction injection via mdi and engaged in exercise by walking. Technical support instructed the caller to inspect and clean various parts of the pump. The customer, who was not at home, planned to call back later to load a new cartridge.